Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 1. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction recurred. Consequently, technical support decided to replace the pump and advised the caller to use multiple daily injections as a backup therapy to ensure consistent insulin delivery.